Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the air vacuum present is not adequate in the bd vacutainer citrate tubes from lot 2227089, exp: 2023/02/28 (cat# 363080). The blood fills to the cap when it should be filled with a maximum amount that respects the anticoagulant / blood ratio and ensures the quality of the sample and results."

Manufacturer narrative:
No customer samples and no photos were returned by the customer in support of this complaint from catalog 363080, lot number 2227089. Therefore, 10 retention samples from the bd inventory were draw tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the air vacuum present is not adequate in the bd vacutainer citrate tubes from lot 2227089, exp. 2023/02/28 (cat# 363080). The blood fills to the cap when it should be filled with a maximum amount that respects the anticoagulant / blood ratio and ensures the quality of the sample and results.".